Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handle sounded "weak" and "bogged down" to users. It immediately fired in slowest zone despite thin tissue. Jagged staple lines were also noted. Another handle was used to resolve the issue.